Event description:
The patient came in reporting pain. Revision surgery performed due to dissociation of the head from the double mobility liner (intra-prosthetic dislocation). About 6 months after the primary surgery, the surgeon revised the medacta cup and liner to competitor components and revised the medacta head with a medacta head. The surgery was completed successfully. The surgeon had to revise the cup because a semi constrained liner is not available.

Manufacturer narrative:
Batch review performed on 26 march 2025: lot 2347552: (B)(4) items manufactured and released on 20/02/2024. Expiration date: 05/02/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised: batch review performed on 26 march 2025 on ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 2414769 lot 2414769: (B)(4) items manufactured and released on 10/06/2024. Expiration date: 23/05/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.